Event description:
It was reported that the left ventricular lead dislodged within approximately one week post-implant. The lead was inactivated, and later repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.